Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that three ophthalmic knifes were blunt during a cataract surgery. The procedure was completed using a new knife on the same day. There was no patient harm reported.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that three ophthalmic knifes were blunt during a cataract surgery. The procedure was completed using a new knife on the same day. There was no patient harm reported.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of the knives were not sharp; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo attached to the parent complaint was reviewed by the manufacturing site. The photo is of a knife tyvek label, the reported product and lot information is confirmed. The root cause for the customer complaint issue could not be determined. The exact root cause for this complaint was unknown, therefore, specific action with regards to this complaint could not be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action was required at this time. The manufacturer internal reference number is: (B)(4).